Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station screen was stuck on basic input/output system (bios) password request. A field service engineer (fse) powered off and powered on the station then the station booted up to application properly. Further the customer confirmed that the station was working properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was offline. However, there were no delays, adverse events or injuries reported based on this event.